Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported via an implant registration form that the patient had their entire implantable cardioverter defibrillator (ICD) system explanted and replaced due to infection. Further information was requested but not received.